Manufacturer narrative:
The suspect endobronchial tube was returned for product inspection. A review of the device history record relevant to the reported lot revealed no non-conformities during manufacturing. During visual inspection, a small straight cut was observed on the pilot balloon. During functional testing, the device was inflated with air and submerged in water. Bubbles were observed escaping from the cut, confirming a leak in the device. Although a root cause could not be confirmed, the stamping process was reviewed by manufacturing and quality personnel, and a potential root cause was identified. A worn pad on the stamping fixture was observed and believed to be capable of inducing damage to a pilot balloon consistent to the damage observed in the returned sample. Action was taken to preclude a worn pad from going unnoticed; the preventive maintenance procedure for tea-print printers was updated to include a photo of a worn pad and an explanation of what to look for when reviewing the stamping fixture on the required weekly basis.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating the ventilator dependant patient was in use of the listed endobronchial tube when it was found leaking at the cuff. It is unknown how long the device had been in use prior to the leak, and whether or not the device had been checked for leaks prior to use. No patient injury was reported.